Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been experiencing pain in her ribs and lower back whether stimulation is on or off. An impedance check revealed no anomalies. On (B)(6)2016, the patient underwent surgical intervention. During the procedure, the patient's lead was found to have migrated and was pressing against a nerve root. As a result, the patient's lead was repositioned.

Event description:
Follow-up revealed the patient's initially reported issues have resolved since undergoing surgical intervention on (B)(6) 2016. Surgical intervention that took place on (B)(6) 2016 was reported under MFR. Report#: 1627487-2016-01540.